Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the drill bit broke during drilling of the bone. The tip is remains in the patient's bone. The surgery was not prolonged. No reoperation is planned to retrieve the tip. The patient is reported as in good condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the drill bit was received with the tip broken off. The measurable dimension of the broken drill bit was checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The view of the broken surfaces does not show any anomalies of material structure, what indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.